Event description:
The pt experienced increased pain. Lead migration/dislodgement was confirmed by x-ray. The lead(s) were replaced. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4).